Manufacturer narrative:
The company representative confirmed the reported system message (sm) code (via event log review). However, the reported event was not replicated. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during quadrant mode of vitrectomy surgery an ophthalmic operating console was not able to cut. Procedure was completed using another console. There was no patient harm. Additional information has been requested none received till date.